Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. In 2001, pt's blood glucose results were 256, 86, 238 and 200 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse event. No further info has been reported.